Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: consultant received a phone call from the nurse stating that surgeon thinks the sternal zipfix with needle is faulty as it wouldn't tension down. The facility disposed the implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.